Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product received for analysis was identified as product code z329h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h10 additional manufacturer narrative additional information was requested and the following was obtained: response received to 2nd additional information request from lene rasch westergaard: please confirm if the suture broke into separate pieces or if the entire suture separated from the needle. If other, please specify: the suture breaking in 2 parts. A small piece of the needle remained on the suture, the rest of the needle disappeared into the patient. What was done to retrieve the needle? For example, another incision, second surgery? X-rays were used to verify where the needle was located. An ent doctor was called in relation to decide about further dissection in the area. This 2nd doctor also joined in the detection af the remaining needle part in the patient. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? The incision had to be widened considerably, the operation became more voluminous and far more risky due to the anatomy of the operative area. Here we think particularly of nerves, vessels and parotid gland. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? The operation was extended by approx. ½ hour. Were there any patient consequences? The further dissection in the area caused no harm to the patient. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): (B)(6) ¿ op nurse.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the pds suture broke spontaneously while it was inside the patient, and it took half an hour to find the needle before the closure could continue. The operation time got prolonged due to the missing needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please confirm if the suture broke into separate pieces or if the entire suture separated from the needle. If other, please specify. The suture breaking in 2 parts. A small piece of the needle remained on the suture, the rest of the needle disappeared into the patient. What was done to retrieve the needle? For example, another incision, second surgery? X-rays were used to verify where the needle was located. An ent doctor was called in relation to decide about further dissection in the area. This 2nd doctor also joined in the detection af the remaining needle part in the patient. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? The incision had to be widened considerably, the operation became more voluminous and far more risky due to the anatomy of the operative area. Here we think particularly of nerves, vessels and parotid gland. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? The operation was extended by approx. ½ hour. Were there any patient consequences? The further dissection in the area caused no harm to the patient. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) nurse.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.